Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are also unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod longer than 48 hours. The cannula had dislodged from the infusion site and was noted to be bent. An injection of insulin was administered and the temp basal was increased to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were noted that would result in the cannula dislodging from the infusion site or cause high blood glucose levels. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The reported events could not be determined.